Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal toric intraocular lens (iol) was fully implanted in the patient's left eye, the iol was found to have a crack in the center. The lens was then removed and replaced with another lens of the same model and diopter. There was an extra 5 minute delay in procedure. There was no unplanned suture required. It is unknown if there was an incision enlargement. The issue did not affect patient's daily activities and the patient did not seek medical attention or was not prescribed with medication outside of standard of care. The patient has fully recovered. No further information was provided.